Event description:
It was reported that during use of bd max¿ cdiff, a false positive patient result with an unusual pcr curve was obtained. Sample was sent to external lab and was cdiff negative. Sample was repeat tested on bd max¿ cdiff and was negative. There was no report of patient impact. This is report 3 of 4.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.